Manufacturer narrative:
Refer for the results of the imaging evaluation. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, the patient was implanted with a gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. It was reported that on (B)(6) 2015, a computed tomography angiography (cta) revealed a proximal type I endoleak. It was reported that the aneurysm enlarged from 42 x 45 mm on (B)(6) 2010 to 52 x 54 mm on (B)(6) 2015. Additionally, a type ii endoleak from lumbar arteries was noted. Reportedly, there was nothing in patient's anatomy contributed to the event. On (B)(6) 2015, the patient underwent the additional procedure using an aortic extender component ((B)(4)). The final cta showed that the endoleak was fixed. The patient tolerated the procedure.